Event description:
It was reported that the pt is bilaterally implanted and was scheduled to undergo a MRI examination. The surgeon decided to explant the right implant before the MRI examination. The day before the explantation of the right side testing was carried out for the left side which showed that 11 channels have status "hi". Therefore, the surgeon decided to carry out explantation surgery on the left side as well. The pt was explanted in 2009.

Manufacturer narrative:
The device has been explanted and returned to the MFR for eval. When available, a device analysis wil be submitted as a follow up report.